Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that multiple malfunction alarms occurred. Reportedly, the cartridge was changed to address the issue and the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 110-130 mg/dl.